Event description:
A hydrothermablator console unit (hta) was used during a therapeutic hydrothermal ablation procedure in 2007. (Patient age and weight unknown). According to the complainant, the patient received a vaginal burn. The patient burn was treated with acigel.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Product not returned to manufacturer